Event description:
It was reported that during the greenfield 12 fr ss vena cava filter implant procedure, the pt expired following migration of the filter to the pt's heart. Following deployment the filter legs crossed and did not fixate to the vena cava. An attempt was made to fixate the filter by manipulating the filter legs using a pigtail catheter. The filter could not be fixated and migrated to the pt's right ventricle. The pt subsequently expired. Additional information has been requested.

Event description:
Attached facility medwatch #1100020000-2004-0001 received from the FDA. Per facility medwatch: "radiologist inserted an inferior vena cava greenfield filter. The filter did not deploy when placed into inferior vena cava. Device migrated into atrium. Pt expired during retrieval attempt. Autopsy pending. Indication for procedure - history of pulonary emboli."